Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 63-year-old male of an unknown race and ethnicity in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that purge flow decreased to less than 3 milliliters an hour and increase pressure greater than 1000 millimeters of mercury. The purge system was exchanged without success and the pump remained implanted. No patient harm was reported.

Manufacturer narrative:
The investigation into the high purge pressure issue has been completed since the original report was filed. The device was returned and tested after arriving in fs. Visually inspected and biomaterial ingestion at the purge gap was observed. The cause of the high purge pressure issue was most likely due to biomaterial per field investigation.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2024-06363 was provided in sections b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.